Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. An unrelated issue was found and corrected. The reported event could not be duplicated.

Event description:
It was reported that a ventilator started to power up but then shut down and could not ventilate. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.